Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in drain 1 of 6. The patient found the fluid under the cycler and on the floor and confirmed no fluid came in contact with the cycler. Additionally, the patient stated the cycler experienced a "notice: draining slowly" message prior to discovering the fluid leak. The patient stated they had accidently pushed their pin in. Upon follow up the patient confirmed the reported event stating the event occurred on the treatment night of (B)(6) 2021. The patient confirmed that the cycler experienced a draining slowly message in drain 1 of 6, after which the patient discovered the fluid leak. The cause of the leak was unknown and the patient could not confirm where the fluid leak was coming from. The patient confirmed that they found fluid underneath the cycler on the cart as well as on the floor below the cart. The patient stated there was no fluid found inside of the cycler door or on top of the heater tray. The patient stated that the cycler looked completely dry and was confused where the leak was from. After inquiring if any of the bags used during the event were wet or leaking out of the box, the patient stated that one 2.5%, 6l bag had roughly 1/2 cup of fluid retained in the outer wrap as they removed the bag from the box. The patient stated that they did not find any fluid leaks on the bag prior to treatment, therefore, they believed the fluid in the outer wrap was condensation and felt comfortable using the bag for treatment. The patient confirmed that the wet bag was from their most recent delivery. The patient confirmed that they used the bag on the heater tray during the reported event. The patient stated that they did not notice any fluid leaks coming from the bag on the heater tray during the event, therefore they suspected the leak had come from somewhere on the cassette tubing. The patient stated that they checked the connections and the lines and could not confirm where the leak was coming from, stating that they lines were dry. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that after the fluid leak was discovered in drain 1, they cancelled treatment. After treatment was cancelled the patient reset up with new supplies and was able to complete treatment on the cycler without any further issues. The patient confirmed that the cassette and the bags used during the event were discarded and not available for return to the manufacturer for physical evaluation. The patient stated they are continuing treatment on the cycler and experienced no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in drain 1 of 6. The patient found the fluid under the cycler and on the floor and confirmed no fluid came in contact with the cycler. Additionally, the patient stated the cycler experienced a "notice: draining slowly" message prior to discovering the fluid leak. The patient stated they had accidently pushed their pin in. Upon follow up the patient confirmed the reported event stating the event occurred on the treatment night of (B)(6) 2021. The patient confirmed that the cycler experienced a draining slowly message in drain 1 of 6, after which the patient discovered the fluid leak. The cause of the leak was unknown and the patient could not confirm where the fluid leak was coming from. The patient confirmed that they found fluid underneath the cycler on the cart as well as on the floor below the cart. The patient stated there was no fluid found inside of the cycler door or on top of the heater tray. The patient stated that the cycler looked completely dry and was confused where the leak was from. After inquiring if any of the bags used during the event were wet or leaking out of the box, the patient stated that one 2.5%, 6l bag had roughly 1/2 cup of fluid retained in the outer wrap as they removed the bag from the box. The patient stated that they did not find any fluid leaks on the bag prior to treatment, therefore, they believed the fluid in the outer wrap was condensation and felt comfortable using the bag for treatment. The patient confirmed that the wet bag was from their most recent delivery. The patient confirmed that they used the bag on the heater tray during the reported event. The patient stated that they did not notice any fluid leaks coming from the bag on the heater tray during the event, therefore they suspected the leak had come from somewhere on the cassette tubing. The patient stated that they checked the connections and the lines and could not confirm where the leak was coming from, stating that they lines were dry. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that after the fluid leak was discovered in drain 1, they cancelled treatment. After treatment was cancelled the patient reset up with new supplies and was able to complete treatment on the cycler without any further issues. The patient confirmed that the cassette and the bags used during the event were discarded and not available for return to the manufacturer for physical evaluation. The patient stated they are continuing treatment on the cycler and experienced no further issues.